Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he hospitalized for low blood glucose of 70 mg/dl, treated with food. Troubleshooting was performed. The drive support cap was normal. Customer was not sure what caused the low but stated she did have a seizure and might have contributed. Customer was disconnected during rewind or prime sequence. Reservoir was showing the same amount as the device. Customer was advised to monitor the device. No further information reported.